Event description:
Clinician conducted an electrotherapy treatment on the pt's right shoulder area. The electrotherapy treatment was performed in conjunction with a heat therapy. The heat therapy device and manufacture is noted as thermafor. The burn was noted upon completion of treatment. The pt suffered one - 3rd degree burn, diameters of burn(s) is estimated at 1cm, in the treatment area of the electrodes. The clinician did not know if the pt sought post medical treatment for the burn(s). The pt had received electrotherapy treatments (6) prior to this incident. The clinician treated the pt using 4 pole interferential treatments (ifc). The settings are default constant voltage settings. The treatment session intensity is 'increased to tolerance.' The treatment symptom is lower back pain. The treatment time was set for 12 minutes. The clinician could not determine the condition of the electrodes. The pt was not holding the pt switch. Are you aware of any other pt incidents with this equipment or other chattanooga group equipment that might be in operation at your location?

Manufacturer narrative:
Awaiting return and eval of the device.